Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Visual and dimensional evaluations of the product could not be performed as no product was returned. Photograph of the explanted device shows wear on the surface of device. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by third party hcp states that there is mild medial compartment joint space narrowing potentially related to polyethylene wear. Bone quality is normal. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on an unknown date. Twenty years post implantation, the patient reported pain and was revised. The articular surface was exchanged without complication. It was reported that no further information is available.